Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00003 on 24-jan-2025. Additional information 06-mar-2025: the investigation concluded that the issue was resolved by performing routine troubleshooting. Based on the analysis of the information provided and troubleshooting performed by siemens, the probable cause is determined to be high dose hook effect for the affected patient sample. N latex flc lambda concentration for the affected patient sample was determined with a result of > 96600 mg/l, exceeding the antigen excess limit for method flc_l according to the instructions for use (IFU) of n latex flc kappa / flc lambda. Since the logfiles did not contain all relevant data, it was not possible to evaluate the issue in detail. Based on the information provided, no other discordant results were obtained for method flc_l and no issue with the assay or system could be identified through siemens' analysis. These observations suggest a single event for one single patient sample result. The customer is operational. The n latex flc lambda lot: 473293 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a falsely depressed n latex flc lambda result on an atellica neph 630 instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of a falsely depressed n latex flc lambda result (1:20 dilution) on an atellica neph 630 instrument. The result was not reported to the physician, (a previous sample from the same patient had resulted the same and was reported and questioned based on serum immunofixation findings, where the gel card indicated strong bands for lambda). The sample was repeated at a dilution of 1:32000 on the same instrument on the same date. The prior sample was repeated on a third date at a dilution of 1:20 and 1:32000. This sample result at a dilution of 1:32000 was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda result.